Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The lead was revised due to no capture and decreased sensing. The cause of the capture and sensing issue was lead dislodgement due to a loose suture sleeve. The lead was repositioned and showed normal values. No lead damage was noted. The patient is in stable condition.